Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03959. It was reported that when the patient presented in the clinic for routine follow up, the device was unable to interrogate, and pocket stimulation was noted. The physician scheduled the patient for device upgrade and lead revision. During the procedure, the device was interrogated, and high capture threshold was noted on right ventricular lead. The patient was pacemaker dependent. No intrinsic rhythm. It was determined that the pocket stimulation was due to right ventricular lead issue. The physician capped and replaced the right ventricular lead on (B)(6) 2019. A temporary pacemaker was implanted and was connected to new right and left ventricular leads. The patient tolerated procedure well and was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.